Event description:
The hospital reported a high pressure alarm. There was no report of patient involvement.

Manufacturer narrative:
UDI_not_required. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the device and confirmed the reported issue. The inspiratory filter ( non ge healthcare, unknown part number) used by the end user was blocked. The blocked inspiratory filter was removed. A full system calibration was completed. The problem has been corrected and system returned to normal condition.